Event description:
The complainant reported that the patient on impella cp support experienced bleeding and limb ischemia. The bleeding was from the impella access site, and bilateral lower extremities were mottled. A fem-stop was applied, and one unit of packed red blood cells was given. The patient was taken for femoral exploration and repair ¿ staff noted profuse bleeding around sheath. A purse string suture placed on the vessel, which resolved the bleeding. Dopplers in the operation room confirmed flow to antegrade sheath. The patient was eventually weaned with an explant and survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for limb ischemia and access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was determined to be use issue because bleeding resolved by adding purse string suture at arteriotomy site. As the necessary clinical information was not provided, the root cause of the limb ischemia was not determined.